Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation. A review of imagery of patient's anatomy showed the aortic annulus with tortuosity and a significant degree of calcification on the landing zone. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. During manufacturing, the delivery system and component were both visually inspected and tested several times throughout the process. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All pv testing passed specification. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. A device history record (DHR) and a lot history review were unable to be performed as no work order was provided. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst and valve alignment difficulties were unable to be confirmed. A review of lot history and DHR was unable to be performed as no lot number was provided. Manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per imagery of patient's anatomy, tortuosity and significant calcification was present in the patient's ascending aorta and aortic annulus where valve alignment and valve deployment would have occurred. Additionally, as reported, ''the cause of the balloon burst was due to stent frame of the valve due to angle of balloon in anatomy. Valve alignment difficulty was noted.'' The procedure was performed via transcarotid approach. It is possible that the patient's tortuous ascending aorta created a non-straight section for valve alignment. Performing valve alignment in a non-straight section can make the valve become unseated (non-coaxial placement of valve in relation to the flex tip) from the flex tip and dive into the lumen of flex tip. A non-coaxial valve can result in high valve alignment forces, thus increasing difficulty with both gross valve alignment and fine adjust attempts. Thus, patient factors (tortuosity) and procedural factors (valve alignment in a non-straight section of the anatomy) may have contributed to the reported alignment difficulty event. Additionally, a previously conducted engineering study revealed that preforming valve alignment in a curvature appears to increase the possibility of ''diving'' (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. Although the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, a heavily calcified landing zone, in addition to increased tension due to a non-coaxial balloon/valve interaction, may have compromised the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Thus, patient factors (tortuosity and calcification) and procedural factors (non-coaxial deployment) may have led to the reported balloon burst complaint. However, based on available information, a definite root cause could not be determined at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, a product risk assessment escalation and corrective/preventative actions are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 valve via carotid access, the first balloon ruptured post valve deployment at about 70% inflation. There was a large amount of stored tension in the system and heavily calcified anatomy. The team could not fully align the valve. The balloon was partially deployed, deflated, re-inflated, deflated, and re-inflated again during which time the balloon ruptured on stent frame. The valve was deployed and stable at 70%. The valve was post dilated with successful results. The patient is stable post procedure.